Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative was unable to replicate the issue. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a rialto surgery. It was reported that the site was able to successfully take 2d images for iso-center, but when they went to take a 3d spin, the system took about 5 seconds of the spin then displayed an early termination of spin warning message. The representative noted that it was an experienced radiologic technologist (rt) and did not believe he let off the hand switch. The site cleared the error message and attempted to spin again but the spin would not start. The rep tried to open and close the door, and move the gantry around and there was no change. It was also noted that there was a beeping noise coming from the image acquisition system (ias). The site switched to a different system and proceeded with the case. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d11 contcomitant product bi-500-01065 o-arm software - o2 v4.1.0. H3) software files were reviewed however there was insufficient information to determine the cause of the event. H6) fdm 10, fdr 213, and fdc 67 are applicable to the system checkout and the software file review. Number of people exposed: 1 - patient total number of people in or was 6 estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.